Event description:
It was reported that a malfunction occurred on the customer's pump following a recent software update. Customer¿s blood glucose (bg) level was 400 mg/dl. Technical support provided instructions to reset the pump, and the malfunction code did not recur after the reset. The customer was able to continue using the pump and was advised to contact support if the issue reappeared.